Event description:
It was reported that during a colonoscopy a pt was injured (i.e., "colon was burned, perforated, and/or otherwise injured") while using a "cautery unit". The pt was having polyps removed when a perforation occurred which required surgery.